Event description:
Customer reported that she experienced high blood glucose. Customer stated she woke up with high blood glucose of 200 mg/dl and it stayed pretty high throughout the day. The next day she didn't eat anything all day and it was high; she treated with manual injection and by the morning it was down to 78 mg/dl. Customer then stated that on the morning of the call her reading was 413 mg/dl and took a corrective bolus dose. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump did not pass the high pressure test with 0.00 units. The cannula was not bent or occluded. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.